Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was reported that the patient line had become loose and disconnected which is a known cause of the reported leak. The patient stated that the loose connection occurred as a result of the patient "working on the line." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on an extension set during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected. The patient stated that patient line extension became loose and disconnected. The patient stated that it was their fault that the leak occurred as they were working with the line. The patient stated that roughly 600ml leaked out and as a result was unable to drain. The patient stated that they had already connected a new patient line extension. The patient stated that they received a low drain volume alarm after connecting new patient line extension. The renal therapy service agent (rtsa) had the patient check the patient line for fibrin, kinks, and air. The patient stated that there was no air in the patient line. Rtsa assisted the patient to end therapy and remove the cassette. The rtsa advised the patient to start over using all new supplies and assisted them with correct set up procedures. The patient stated that the homechoice was successfully primed. The rtsa stayed on the line to assist the patient with safe bypass. The patient began fill one. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.